Manufacturer narrative:
A visual evaluation of the returned device found the stent has some blackened areas. The proximal section of the stent is broken, including the barb. The stent is kinked near the distal barb. Based on the product analysis, the damage found on the stent is typically made due to grabbing and pulling the stent with the snare during the stent removal. Once the stent is caught with the snare, excessive force to remove it can cause the stent breakage. Therefore the most probable root cause for the complaint "operational context". A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct (exact implant date not reported). According to the complainant, during the stent removal procedure, the stent broke into two pieces and stayed inside the patient. The broken pieces of stent were removed with snare and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct (exact implant date not reported). According to the complainant, during the stent removal procedure, the stent broke into two pieces and stayed inside the patient. The broken pieces of stent were removed with snare and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".